Event description:
Police department personnel responded to a pt, condition unk. The device was attached and when turned on, displayed a continuous connect electrodes message and would not analyze the pt's electrocardiogram rhythm. A back up device was obtained and used to continue treatment to the pt, however the pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the availability of a back up device and the reporter's assessment of the pt's lack of viability.